Event description:
It was reported that after use in the popliteal artery, when pulling back the catheter, the balloon separated from the catheter. The artery ruptured and a gelatin sponge was used to embolize the rupture. It was reported there was approx 50 ml blood loss. The procedure was performed sheathless, using a 0.018 guidewire. The balloon was inflated to 8 atm using a syringe. The separated portion of the balloon was removed from the pt with a fogarty catheter.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The catheter was returned with the balloon portion separated from the catheter shaft. The shaft portion of the catheter measured approx 106.9 cm from the distal break to the collar of the bifurcate. The balloon portion of the catheter measured approx 12cm in length. The shaft of the catheter exhibited 4 flat areas at the following locations: 33cm, 69.5cm, 71cm and 73cm from the distal break. The break appeared to be circumferential and appeared to be located near the proximal end of the balloon neck. There was blood residue in and around the balloon. Due to the condition of the sample further eval could not be performed. The result of the investigation was confirmed for a catheter shaft break, root cause is unk. It is unk if procedural issues contributed to this event. The current IFU (instructions for use) states the following: catheter withdrawal - once the dilatation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon profile to facilitate removal of the catheter. Use of a gentle counterclockwise twisting motion is recommended when removing the catheter. Caution: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the prods or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.